Manufacturer narrative:
D4: device information requested but could not be provided. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as expected was not confirmed. The submitted event log file contained data spanning approximately 3.5 hours on 17aug2023 (8:21 to 11:46 per timestamp) and the periodic log file contained data intermittently spanning approximately 11 days (06aug2023 to 17aug2023 per timestamp). There were no observed issues with the mpu throughout the log files. Provided information indicated that the patient was having issues with some of their external equipment, and their mpu was exchanged on 30aug2023. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including no external power alarms, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the mobile power unit and the patient cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the exchanged mobile power unit could not be reviewed, as the serial number of the unit was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having some issues with left ventricular assist device (lvad) external equipment and a new mobile power unit (mpu) was issued on (B)(6) 2023. The patient was stable. Additional information was requested but there was no documentation.